Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. There was a short circuit on the g41 motherboard causing the gantry to rotate without command. There was no patient on the table and the emergency stop was pushed by employees.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no injury reported. The complaint behavior may potentially result in a serious injury. There are emergency-off buttons installed and they were used to stop the unintended gantry motion. Probability: preliminary c (remote). According to the user manual, the therapist must supervise the pt treatment at all times and stop any unexpected motion of the system before a pt is injured by moving parts. No other products are concerned.